Event description:
It was reported that the day after implant, during the pre-discharge evaluation, it was discovered that the atrial lead was sensing in the right ventricle. An x-ray confirmed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).